Manufacturer narrative:
Product complaint pc(B)(4). Component code: (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device lot number qkmepj / j433h05, and no non-conformance's related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull-off occurred skin. The following information was requested, but unavailable: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Please provide the procedure name and date. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-04720.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used on the skin. During suturing the skin, suture needle pull off occurred. Another like suture was used to complete the procedure. There were no patient consequences reported.